Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown lb driver was reported but not returned. Visual evaluation could not be performed. Device history record (DHR) review could not be performed for the driver as the item/lot number was unknown. Complaint history for the unknown lb driver could not be performed as the item/lot number was unknown. Therefore, based on the available information and functional testing, driver malfunction and the reported event could not be verified since the driver was not returned. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Event description:
It was reported that the implant disengaged form the driver and fell down during the procedure. While doctor took the implant from the box to patient´s mouth.